Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that troubleshooting was needed for a recharging issue and there was discomfort with recharging. It was reported that no codes have been seen on the ins recharger. The patient reported that they were having discomfort while recharging and the ins was too hot. It was reported that the discomfort was in the area near the ins. It was reported that there was redness and the patient back turned reddish purple. It was reported that there was no thermometer icon when recharging. The patient¿s recharging statistics was reviewed and temperature didn't exceed 36.1 celsius. It was reported that the patient had 8 coupling bars average and several short session and total of 3 sessions was about 2 ½ hours. A replacement antenna was requested as well as an adhesive disc because it was reported that the antenna was getting hot and causing skin to get red.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative stated that the patient was told to contact them if they had any more issue.